Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per the complaint details, a revision of the liner and femoral head was performed due to ¿an indication that an infection was present¿. Details of the primary tha are unknown. S+n has not adequate documentation to fully evaluate the root cause of the reported event; however, the revision was reportedly due to infection. The patient impact beyond the reported infection and subsequent revision could not be determined. Should additional information/ documentation become available, the clinical/medical task may be re-opened for further evaluation. No further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a thr surgery had been performed, there patient experienced an infection. A revision surgery was performed to remove the liner. The patient outcome is unknown.